Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was not returned. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the inlay of the jaw came loose. There was no patient injury. Initial evaluation of the incident device found that the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was not returned.